Event description:
The customer contact reported cut tubing; subsequently, blood loss was noted. The customer contact stated that after the tubing set was connected to the patient's access and the slide clamp was closed, the slide clamp cut the tubing. It was reported that 5ml to 10ml of blood was lost. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.